Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the tubing. Additionally, it was reported that multiple occlusion alarms occurred. During troubleshooting with tandem's technical support, the user primed the tubing, saw drops, but stated that they didn't see anything moving. The user's blood glucose (bg) level was over 600 mg/dl with trace ketones. The user addressed bg level with a bolus and manual injection. Reportedly, the user would change the tubing.